Event description:
A home pt reported a cassette leak during priming. Baxter's technical service center was not contacted. The home pt does not use any type of sharp object to open the case or cassette packaging. There was no damaged noted to either the case or packaging. All of the pt's supplies are kept in a closed bedroom, in which animals do not have access to. The home pt completed therapy by starting over with new supples. No pt injury or medical intervention was associated with this report per the home pt.